Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.50/+2.5/093 (sphere/cylinder/axis) in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to lens and fibers on the lens surface. (B)(4).